Manufacturer narrative:
A batch review was conducted on lot numbers ur16d03016 and ur16c17034 (reported by the customer as ¿potentially associated lot numbers¿). There were no deviations found related to this reported condition during the manufacture of these lots. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional and simulated use testing were performed with satisfactory results. The device passed the clear passage and pressure test. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced blood backflow due to improper connections with a one-link device. The event was further described as ¿the blood back flowed into the one link and clogged the connector¿. It was not reported if the hospitalization was prolonged. A new PICC line was inserted which is ¿uncomfortable for the patient and also causes a delay in getting the patient¿s their medication¿. The amount of time for the delay in the patient receiving their medications and fluids was not reported. The patient outcome was not reported. No additional information is available.